Event description:
It was reported that repair of the 8110 syringe module was requested as alarms-error codes/messages with no power. There was no reported patient involvement.

Manufacturer narrative:
New information: investigation and root cause complete a review of the device history record for sn (B)(4) was performed from 07/26/2013 to 09/16/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that repair of the 8110 syringe module was requested as alarms-error codes/messages with no power. There was no reported patient involvement.